Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead had insulation damage. Additional observation of noise was also reported which can be reproduced with device and lead manipulation. The insulation break was not visualized but was very apparent with noise. There was no conductor exposed. This lead was surgically abandoned. No additional adverse patient effects were reported.